Event description:
It was reported that patient underwent a total hip arthroplasty in 1995. Subsequently, a revision procedure was performed on (B)(6) 2015 due to wear of the acetabular liner. The head, locking ring, and the liner were removed and replaced.

Manufacturer narrative:
The product identification and lot number are necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number/expiration date - unknown. Date implanted - unknown date in 1995. Manufacture date ¿ unknown.